Event description:
Pt's caregiver states that ms3 pump does not keep the setting for beep/vibrate. Device will change to vibrate on its own. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Pt has a functional back up pump to switch to. No other info known. Reported to (B)(6) by pt's caregiver. Dose or amount: 77nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.